Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting that the power cord on the v60 ventilator exceeded the resistance limits set by the manufacturer. The device was not in clinical use. The issue was identified during a device evaluation. There was no report of harm or user impact. The pse completed functional analysis on the power cord and reported it did not meet the resistance standard set by the manufacturer. The pse determined that the power cord required replacement. The power cord was replaced to resolve the reported issue. The device was operational and returned to service after repairs were completed.